Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings. Customer's current blood glucose reading is 215 mg/dl and has treated with a bolus. Troubleshooting was performed and all settings appeared to be normal. Several no delivery alarms were noted in the alarm history. Customer stated that the no delivery alarms were resolved with a complete set change. No further information reported.